Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Dental extraction. Did the needle fall into patient? Yes, in the mouth. If yes, was it removed? Yes. And how? Unk. Was procedure completed successfully? And how? Unk. Any patient consequences / ae outcome as a result of event report? No patient consequence.

Event description:
It was reported that a patient underwent a dental extraction on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. The needle fell into the mouth and was retrieved. There were no adverse patient consequences. No additional information was provided.